Manufacturer narrative:
Literature citation: miller s, watkins l, matharu m. Long-term follow up of intractable chronic short lasting unilateral neuralgiform headache disorders treated with occipital nerve stimulation. Cephalalgia. 2017. Doi: 10.1177/0333102417721716 .this value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the article¿s date of acceptance as the specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Information references the main component of the system from the first event; other applicable components are: product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Device used for off label indication. The indication the device was used for was treatment of short-lasting unilateral neuralgiform headache attacks through occipital nerve stimulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Summary: the article presents long-term outcomes in 31 patients with short-lasting unilateral neuralgiform headache attacks (sunha) treated with occipital nerve stimulation (ons) in an uncontrolled open-label prospective study. At a mean follow-up of 44.9 months (range 13¿89) there was a 69% improvement in attack frequency with a response rate (defined as at least a 50% improvement in daily attack frequency) of 77%. Attack severity reduced by 4.7 points on the verbal rating scale and attack duration by a mean of 64%. Improvements were seen in headache-related disability and depression. Adverse event rates were favorable, with no electrode migration or erosion reported. The authors noted that ons appears to offer a safe and efficacious treatment for refractory sunha with significant improvements sustained in the long term. The procedure has a low adverse event rate when conducted in highly specialized units. Reported events: 1. 1 patient experienced a minor, superficial wound infection that required medical management. 2. 1 patient experienced pain over their implantable neurostimulator (ins)/lead/wound sites and required surgical intervention as a result. 3. 2 patients experienced battery depletion. It was noted they had experienced ¿failure in under one year.¿ it was noted the events required surgical intervention. No further complications were reported or anticipated. The source literature included a note that 26 of the 31 patients were implanted with devices made by the reporting manufacturer. The remaining 5 patients were implanted with devices made by a different manufacturer. It is unknown which patients or devices experienced which events; all reportable events have been included here at this time. Additional information has been requested.